Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and the reported failure was not replicated nor confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the wrist of the mega needle driver instrument did not move properly and it had 4 lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no furthdeter ails have been received as of the date of this report.